Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device discarded.

Event description:
It was reported the patient experienced pain in the ankle, resulting in revision surgery.